Event description:
Siemens axiom artis zee is not working properly and has been having intermittent stop failure issues for over twelve months. Siemens solution has been to calibrate the issue out of the device instead of determining the root cause. In the last three weeks, siemens has taken a greater interest in solving this and has determined the problem to be the tilt assembly. The part needed to correct the problem is not something that siemens stocks or has a part number for and has to go back to the original manufacturer of the component to have the part manufactured. The recent update from siemens stated the needed part will be manufactured and shipped from germany on (B)(4) 2015, leaving the most recent service work order open since march 2015. The current temporary solution is to have siemens dispatch a field service engineer to the site weekly to calibrate this issue out, so it can continue to be used.